Event description:
Boston scientific crm received information that this patient experienced a pneumothorax. The physician believed this was due to the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d). The physician used puncture and aspiration of air from the left pleural cavity. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.